Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received in its original container jar, submerged in clear solution. All leaflets were in the closed position with a gap in the point of coaptation. All leaflets were flexible, and all leaflets and commissures were intact. The ¿c¿ paddle appears to have been fractured, was provided as a separate piece and was found inside the delivery catheter system (dcs). No further evaluation was able to be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The damage/disfigurement appears to have occurred due to the valve being misloaded by experienced staff member who had not performed loading in nine months. The system did not make contact with the patient. The evolut IFU, instructs the user to hold the loading tool stationary with one hand and with the other hand to manually advance the capsule guide tube so that the flexible section covers the paddle attachment pockets. The IFU also instructs the user to visually inspect the valve under fluoroscopy before inserting into the patient. If any misload is detected to unsheathe the valve and examine the valve for any damage and to not reload a damaged valve. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was misloaded by an in experienced staff member who had not performed loading in nine months. It was reported that the misload caused a disfigurement of the valve. The identified issue was a paddle out of pocket. Loading was unable to be completed and the system did not make contact with the patient. No adverse patient effects were reported.